Event description:
6000093-2004-1570 and 6000093-2004-1571. It was reported by a pt that 4 weeks after a coronary drug eluting stenting treatment procedure, the stents collapsed. In 2004 patient received 3 large taxus express 2 stents and 45 days later found that the stents had collapsed and the cardiologist that put them in said that there is nothing they can do. Patient would like to know if that is true. Because pt went and consulted one of the top 4 cardiothoracic surgeons in the country and found that there is. The pt had been contacted requesting a signed release of information from healthcare provider for further investigation of event.